Manufacturer narrative:
The device referenced in this report and detached fragment were returned to olympus for eval. The eval found minor discoloration stain on the surface of the teflon jaw and the broken portion was measured at 16mm in length. The cause of the reported failure could not be conclusively determined. The hand piece and the broken portion will be forwarded to the original equipment MFR for further eval. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during a laparoscopic assisted vaginal hysterectomy (lavh) procedure, the tip of the subject device was said to have been broken off and fallen into the pt¿s body cavity. The broken tip was said to have been retrieved by unspecified means. The intended procedure was said to have been completed with a different but similar device. There was no pt injury.